Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim and discolored. Leaks around the display lens with resultant moisture ingress and corrosion inside the pump.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the display was noted to be dim and discolored. The pump was opened for investigation and revealed display lens leaks with moisture corrosion visible on the internal pump components. There was no moisture noted in the battery compartment. A test display was attached to the pump and illuminated properly without discoloration.